Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Device had unresponsive bolus express buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer stated that the b button was unresponsive. The customer's blood glucose was 90 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.